Event description:
The manufacturer's field service engineer (fse) reported during installation at the hospital the ventilator would not operate on the backup battery. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).